Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux enhanced half height drawer 3.1 was failed intermittently and had a damaged pocket d5. The field service engineer replaced the new pockets and reseated all the cables to resolve the issue. During the proactive inspection, they found that the manually released red latch was not fully extended, which was blocking the drawer from registering as closed. Then the engineer replaced the latch also to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary enhanced half-height drawer 3.1 failed intermittently and had a damaged pocket. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.